Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was a broken pin from a therapy cable lodged in a socket of the therapy receptacle assembly.

Event description:
It was reported that a broken pin from the device's therapy cable was found in a socket of the therapy receptacle assembly. This issue could cause a failure of the device to deliver therapy. There was no pt use associated with the reported failure.